Event description:
It was reported that the iab was inserted in the left femoral artery. The introducer sheath was inserted without difficulty, but the iab would not advance fully through the sheath. Because of this, the iab was removed and another iab was inserted through the sheath. There were no associated pt complications.